Manufacturer narrative:
A field service engineer was dispatched on 9/14/2015. The fse reported he found sample ID mismatch error and instrument sample ID not correct with lis was caused by incorrect settings on 600ii instrument. The fse corrected the settings and verify proper ID and results transmitt to lis. No further action required by fse. The most probable cause of the reported event was the barcode reader needed programming. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported barcode reading check diget with their aia 600ii analyzer. The customer is unable to run afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.